Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Insulin pump had no delivery alarm. Customer stated that clock was running slower. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No motor error alarm, rewind anomaly or unexpected no delivery alarm noted during testing. Device passed self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Also, no time/clock anomaly after change battery noted. The motor was tested outside the device and passed. (B)(4).